Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery 30 minute alarms every thirty minutes. Customer's blood glucose value was 227 mg/dl. The customer was assisted with troubleshoot. Customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that they just got new battery cap. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 confirmed in device history files and unexpected battery power loss seen on power graph due to connector resistance issue.